Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced, deployed, and successfully released in the left atrial appendage. Post implant, as the devices were being removed, the physician noted an effusion on the imaging. The patient was monitored but eventually required pericardiocentesis to treat the effusion. Approximately 400cc of blood was removed and transfused back to the patient. The patient remained stable and was sent to the post-anesthesia care unit (pacu) for recovery. There were no further complications.